Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 184 mg/dl. The customer had been running in the rain and wearing the insulin pump against his skin. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.